Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Tandem technical support (cts) suggested to reload the cartridge to resolve the issue; customer declined and reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was ¿high¿ on continuous glucose monitor, specific value was not given. Bg was addressed with a manual dose injection.